Event description:
Patient in recliner to be examined. Nurse practitioner pulled the footrest handle to elevate the feet and it snapped sharply upward. Patient complained she heard a loud pop in her left knee and a few minutes later it started to cause pain and swelling. Examination showed some swelling. X-ray showed moderate effusion and next day patient was in pain. Patient had MRI which showed large hemorrhagic joint effusion of left knee with no major structural anomolies identified. Possible strain of bicep femoris muscle.nursing in two different sites report workarounds with this chair as it does have a strong spring and can cause hyper-extension to patient's knees. They will hold the foot rest down with their hands or tell patient to hold feet up until the footrest is in place.what was the original intended procedure?to have pt recline for examination.device #1is this a laboratory device or laboratory test?no.